Manufacturer narrative:
Date of event/event: additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The device was evaluated, and the reported issue was confirmed. The dark blue wire was completely cut. The bending section cover bond was cracked due to external factors. The insertion tube was broken due to an external factor. The bending angle was insufficient due to the elongation of the angle wire. The play of the right/left knob was out of the normal state due to the elongation of the angle wire. There was dirt on the operation part that was difficult to remove due to handling (insufficient cleaning). The suction cylinder was scraped due to external factors. The forceps plug cap has been scraped off due to external factors. There was water coverage on the electrical connector. The suction cylinder had peeling paint. Scratches were found in multiple locations on the device. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the forceps elevator wire on the evis lucera duodenovideoscope was broken. No patient injury reported. No procedure impact reported. During the evaluation of the device, it was noted the adhesive on the lighting lens had peeled off and there was a gap in the tip adhesive. This report is to capture the reportable malfunction of the lighting lens had peeled off and there was a gap in the tip adhesive noted at estimation

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. The event can be prevented by following the instructions for use (IFU) which state: important information -please read before use warnings and cautions. Olympus will continue to monitor field performance for this device.